Manufacturer narrative:
(B)(4). The customer reported that the unit failed to power up on battery power. The unit was evaluated by a philips field service engineer and the failure was verified. Both the battery pca and a battery connector cable were replaced to resolve this failure. Due to multiple parts being replaced we can not determine the cause of this failure. The unit passed all post-servicing testing and remains at the customer site.

Event description:
The customer reported that the unit failed to power up on battery power.